Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient was seen on (B)(6) 2019 who had a sacral nerve modulator (snm) which was put in 2011. They had a formation of a stoma two years prior to (B)(6) 2019 as an emergency which could not be reversed due to ill health. The battery was causing some discomfort and the patient wanted it removed as it was now obsolete. The hcp asked if it was possible to remove the battery, but leave the lead in place to reduce anesthetic time. Additional information was received from the rep. It was reported that the patient experienced the discomfort from about (B)(6) of 2019. It was noted that the snm was now obsolete due to the stoma formation. There was no documentation to suggest that the device contributed to the need for the stoma surgery. The patient was listed for explant of the snm. It was noted that this information was confirmed with the physician/account.